Manufacturer narrative:
On 7-apr-2021, mentor received additional information regarding the patient's symptoms and condition of the suspected medical device. Initially, it was reported that the patient experienced bilateral deflation. However, additional information revealed that the patient experienced unilateral deflation with her left breast implant. At the consultation on (B)(6) 2021, the patient's physician stated that her right breast looked wonderful, and the implant was clearly intact. Section h.6 medical device problem code (a27): no product quality issue. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Date of explantation: (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 425cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. As a result, the patient is scheduled to undergo removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3503751bc) on (B)(6) 2021. This report is for the right-sided prosthesis.